Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-78210). 203cm ruler (m-83361) ¿ as found condition: the rebar-18 catheter was returned for analysis within a shipping box, a plastic pouch, an opened rebar-18 inner pouch (b667929), and a dispenser coil. ¿ damage location details: no damages were found with the rebar-18 catheter hub. The rebar-18 catheter body was found kinked at ~39.0cm and ~4.5cm from the catheter distal tip. The rebar-18 catheter distal tip was found to be in good condition. No breaks, separations, or ruptures were found with the rebar-18 catheter. ¿ testing/analysis: ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report could not be confirmed. During the analysis, the rebar-18 catheter was found kinked; however, no ruptures were found. As no other damages were reported with the rebar-18 catheter, the catheter likely became kinked upon return to medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a rebar 18 catheter was damaged. The patient was undergoing surgery for treatment of an ischemic stroke. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery. It was reported that during ischemic stroke surgery, the microcatheter was found to be damaged during preoperative instrument preparation and was not used. It was noted that the catheter ruptured (intact). There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.